Manufacturer narrative:
Device was not returned to edwards for evaluation as it remains implanted. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. A definitive root cause cannot be determined. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information a patient with a 25 mm mitral valve implanted five years is failing. The patient outcome was reported as good.

Manufacturer narrative:
H10. Additional manufacturer narrative: updated sections b1, b2, b5, b7, e1, f10, h1, and h6. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. H11. Corrected data: event information was previously reported under report # 2015691-2020-10355.

Event description:
It was reported that a patient with a 25mm pericardial mitral valve underwent a valve-in-valve procedure after an implant duration of five (5) years, three (3) months due to degeneration and severe mitral stenosis. The tmvr procedure was performed with a 26mm transcatheter valve. The procedure concluded successfully. Patient was discharged home in stable condition on pod #4.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
H10. Additional manufacturer narrative: attempts to retrieve additional information were unsuccessful. The cause of the event remains indeterminable. The clinical observation could not be confirmed.

Event description:
Patient is being considered for valve-in-valve intervention. Attempts to retrieve additional information were unsuccessful.